Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. The root cause is currently unknown. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).